Manufacturer narrative:
Investigation summary: DHR of lot 7156469 was reviewed and no qn found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Base on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that after injection of the pen needle 31gx5mm 7 pack, it was found needle broken in patient's body.